Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose ranged between 300 mg/dl and 400 mg/dl. The customer stated that two infusion sets had issues; one caused her to bleed at her site and the other set was yanked out since the tape was not sticking. Troubleshooting was declined for the high blood glucose and the infusion set issues. No products were returned and one replacement infusion set was shipped to the customer.